Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during training, the patient was unable to attach and turn the luer connector when a filled cartridge was inserted into the device. An attempt was made to use two silver-topped cartridges provided by the patient; however, the luer connector would not lock with these cartridges, although it was able to lock without any supplies attached. Two additional gold-topped cartridges were then used and were able to properly fit and turn with the luer connector. The patient was provided with two cartridges to use until replacement cartridges arrived, and replacement cartridges were sent. The silver-topped cartridges that did not fit were identified as lot e40452. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.